Manufacturer narrative:
On (B)(6) 2021, mentor became aware, that patient's date of event was erroneously omitted in follow up report 1. Manufacturer¿s reference number: pc- (B)(4). B3, relevant field has been updated to (B)(6) 2015.

Manufacturer narrative:
It was discovered that reporter also sent report to FDA? Blank was erroneously submitted in follow up 1 situation. Correction is reporter also sent report to FDA? Yes. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 10/5/2020, patient had an explantation on (B)(6) 2020. Serial number is (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: autoimmune disorder. H6 patient code 3191: medical device removal. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 9/2/2020, patient reported event to the FDA on (B)(4). Implantation date is (B)(6) 2014. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two 375cc mentor memorygel breast implant experienced neurological symptoms, digestive system issues, myalgia, muscle ache, pain, weakness, rheumatoid arthritis, cognitive changes, dermatological issues, body swelling and allergies post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for product b.